Manufacturer narrative:
Other, other text: additional information was received indicating there was no known patient involvement. Device evaluation (completed 14-mar-2022): one device was returned for analysis in used condition. Visual inspection showed the tamper seal was broken/removed on plunger assembly and bottom case. Review of the event history log showed an occurrence of a "primary audible alarm post" alarm. Functional testing involved powering up the pump and the reported issue was not duplicated. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that audible alarm back up speaker was experienced.